Manufacturer narrative:
(B)(4). The device was returned to philips for testing and evaluation. The speaker failure was confirmed. The device was also found to have a cracked case, a cosmetic defect on the display bezel and depressed battery contacts that required replacement of the rear housing. The depressed battery contacts, damaged bezel (touchscreen) and cracked case are considered as user handling issues and not device malfunctions. After the repairs the device passed all testing.

Event description:
The customer reported no audio from the mx40. No pt harm was reported.